Event description:
Customer reported the monitor arm will not extend and system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the release cable. System operates as intended.